Manufacturer narrative:
(B)(4): the peritonitis occurred on an unspecified date in 2012.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported by the patient as the pd catheter being "clogged and messed up"; however, this was not medically confirmed. On an unreported date the pd catheter was removed then replaced. On an unreported date the patient was discharged from the hospital. It was reported the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f22040 and h11i15014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.